Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had recurring no delivery alarms on their insulin pump. The customer stated the alarms were resolved with an infusion set change. The customer declined to return their infusion set and reservoir for analysis. Customer's blood glucose was 142 mg/dl. No additional information provided.